Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had the ins on earlier, but their stimulation was too high when patient layed down to rest, so the patient turned the ins off. When patient tried to turn stimulation back on, an informational por was encountered. The patient attempted to change patient programmer batteries but por persisted. Patient services assisted the patient in clearing the por message and the patient was able to turn stimulation on as intended. The patient mentioned that they were currently going through radiation for their prostate and just had his 13th treatment but had never encountered this before. Patient services reviewed radiation treatment considerations. The patient confirmed that ins charge was 3/4 full. The patient stated that they charge ins once the charge level reaches 50% to avoid loss of therapy. Patient services reviewed that the patient could follow-up with their healthcare provider (hcp) for assistance investigating cause of por, if desired. No further complications were reported/anticipated.